Event description:
Had breast silicone implant surgery at vanderbilt as part of a clinical research trial. Immediately became ill. Found out last week that the implants had ruptured. I suspect they were ruptured at time of implantation. It was a difficult surgery. The implants were placed under the muscle at first but did not look right in the surgeon's opinion, so he removed them and reinserted them above the muscle. According to inamed's literature, most ruptures are due to problems associated with the implantation process - scalpel nicks, trauma, etc. Platinum was found in my urine in 0, +2 and +4 oxidative levels. After the silicone implants were removed, my neurological symptoms began to disappear - tingling hands and feet, blurred vision, extreme neck and shoulder pain, ringing in ears, capsular contracture - at present, I still have some neck pain and fibromyalgia-like symptoms, but have recovered, regained about 60-70% of my former level of health. I currently have saline implants and have no problem with those. I had saline implants for 10 yrs prior to the silicone surgery - again zero health issues. Dates of use: 2005 - 2006. Diagnosis or reason for use: pain, blurred vision, ringing in ears, fatigue, palpitations. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.